Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Upon review, it was observed that one sample experienced underfill. Additionally, 20 retained samples underwent functional tests, and all tubes were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® sst¿ blood collection tubes, there was inadequate blood draw volume in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using bd vacutainer® sst¿ blood collection tubes, there was inadequate blood draw volume in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/ or device history review is anticipated but is not complete. Upon, completion a supplemental report will be field.